Event description:
It was reported the swivel mechanism of the epiq cvx ultrasound system's control panel did not lock properly while transporting the system within the user facility. The failure occurred outside of clinical use and no patient of user was harmed. The service engineer reseated and secured the articulation arm bushing to repair the system. The engineer team determined the failure was caused by a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging.